Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. A visual inspection of the sealed samples noted no abnormalities. The visual inspection of the opened sample noted three needles. It was observed, under magnification, that the suture appeared to have split under tension close to the swage. Instrument marks were noted close to the swage of two of the needles received. A tensile test and needle attachment was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, three needles detached from the suture thread with little pressure pull. A suture from different lot or box was used with no problems. Time delay of getting and opening extra products was less than five minutes. There were no adverse patient effects.